Manufacturer narrative:
Please note correction to b3 (event date) and d9/h3. Furthermore, please note correction to h6 (clinical signs code). The complaint could be confirmed, since the product was returned for evaluation and matches the alleged failure. The device inspection revealed the following: together with principal engineer r&d we have reviewed the received information and material, and we noted the following. Visual examination of the received information shows that the wire bolt visible on the image received, is a wire bolt from smith and nephew from the system ilizarov external fixator. The received wire does unfortunately not show any marking as article and lot number, based on this we are not able to know if this is our product. Nevertheless, we would like to say something briefly about the fracture surface, the fracture was caused by material fatigue. Mixing systems from different manufacturers is not allowed and could lead to such problems. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the lot number was not communicated. More detailed information about the complaint event must be available in order to determine the root cause of the complaint event. If more information is provided, the case will be reassessed.

Event description:
As reported "broken wires on frame."

Event description:
As reported "broken wires on frame."

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided in a supplemental report.